Event description:
Reporter indicated that system diagnostic testing resulted in high lead impedance reading, indicating a possible device malfunction. The patient underwent vns revision surgery where the lead was replaced due to suspected lead discontinuity. The generator was replaced prophylactically. Analysis of the explanted lead confirmed a coil discontinuity, which was the root cause for the high impedance event. No serious injury was reported.

Manufacturer narrative:
Device malfunction is confirmed, but did not cause or contribute to a death or serious injury. The reported patient falls may have contributed to the lead discontinuity.